Event description:
It was reported that high pacing lead impedance and increased capture threshold were observed. No patient symptoms were reported. No intervention was performed. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.